Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a 'cine disk error' message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.